Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The patient¿s lead extension was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Corrected data: b5 - describe event or problem, d. Suspect medical device.

Event description:
It was reported that system diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the extension was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated reporter phone number (B)(6)

Event description:
It was reported that system diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.